Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer was instructed to load a new cartridge to resolve the issue. Customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer delivered a correction bolus via the pump to address bg.